Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges patch is defective. Caller reported the needle came out of the skin because the patched loosened. No adverse event reported. Product is not available for return.